Event description:
A high reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer experienced weakness and abdominal pain and contacted a healthcare professional who obtained readings over 500 mg/dl on the ADC device, while the healthcare professional's meter showed 32 mg/dl, 43 mg/dl, and 60 mg/dl respectively. The customer did not notice a trend arrow on the device. When plotted on a Parkes Error Grid, the readings fall into the E Zone, showing the difference is clinically significant. The sensor was worn for 4 days. The customer was administered rapid insulin, then injectable glucose, 4 ampoules of 25 mg, and glucose serum. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.